Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Your report that the needle was not fully retracting after activating the safety mechanism was confirmed from the circumstantial evidence that was observed in one of the two photographs that was provided for investigation. The photo showed an 18g insyte autoguard bc device. The safety mechanism had been activated and the needle remained within the catheter adapter. It was reported that the needle was catching on the catheter and pulling it out. Although the catheter tip does not appear to be bonded to the needle, it is possible that the flash notch on the needle was caught on the blood control valve instead of fully retracting. Without the physical sample, the root cause could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: this is also making for concern for needle stick danger as there is unexpected and uncontrolled placement of the needle - near misses noted as some are not realizing the needle is not fully retracting.